Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly liner revision due to infection of evolution mp cs insert to exactly same size insert-size 7 right, 10mm thickness. Tga exemption rule 8 applies: adverse event caused by infection is non-reportable for microport products as agreed by tga. CAPA (B)(4).